Manufacturer narrative:
Aortic dilatation. Device not returned.

Event description:
It was reported that the device was explanted approx after implant duration of 119 months, due to aortic dilatation. Information learned from the operative report.